Manufacturer narrative:
The customer reported that the device intermittently failed to power up. The customer's biomedical engineer evaluated the device and resolved the problem by replacing the processor pca.

Event description:
The customer reported that the device intermittently failed to power up.